Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2012 the patient presented with the following pre-op diagnosis: bilateral stenosis with herniated disc at l4-l5, lateral recess stenosis and collapse of the l5-s1 disc space. The patient underwent the following procedures: posterior instrumentation and fusion from l4 to the sacrum using alphatec pedicle screw instrumentation system being infused with local bone. Per op notes : they then re-entered the room, placed rods into the heads of the screws, l4, l5, and s1 on the right-hand side, l4 and s1 on the left-hand side. Copious irrigation of the wound using bacitracin irrigating solution and then autograft with medium rhbmp-2/acs was split half on each side. On an unknown date post-op patient alleged unspecified injuries due to use of rhbmp-2.